Manufacturer narrative:
According to the practitioner the implant is lost (loss of osteointegration) after implant has been restored. The implant has been placed in 13 position on (B)(6) 2012 and removed on (B)(6) 2016.

Event description:
Implant is lost (loss of osteointegration) after implant has been restored.